Event description:
It was reported to st. Jude medical that communication could not be established. An attempt to reset the microprocessor was unsuccessful. Hardware reset was successful however, telemetry could not be established. The decision was made to explant the device.